Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Most likely underlying root cause is improper storage of test strips: strips left outside of vial for an extended period of time. (B)(4).

Event description:
Consumer reported complaint for high control test results. (B)(6) the pharmacist is calling on behalf of the customer. (B)(6) (pharmacist) states that she performs the control solution test herself and got a results of 64mg/dl and it was out of the range. The expected control test range is 24 to 54mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed.

Event description:
Consumer reported complaint for high control test results. (B)(6) the pharmacist is calling on behalf of the customer. (B)(6) (pharmacist) states that she performs the control solution test herself and got a results of 64mg/dl and it was out of the range. The expected control test range is 24 to 54mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.